Event description:
Edwards received notification that this 23mm inspiris resilia aortic valve was explanted at implant due to an aortic injury likely caused by valve over sizing. As reported, during implantation, bleeding from the upper coronary was observed and the valve had to be removed to repair the root. A bentall procedure was performed and the device was replaced with a non-edwards device and interposition graft. It is not known how the injury occurred. As per surgeon´s opinion potential over sizing of the valve could contribute to the issue. Reportedly, the patient's tissue was also fragile.

Manufacturer narrative:
Updated section b5.

Manufacturer narrative:
UDI #: (B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, the root cause cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this 23mm inspiris resilia aortic valve was explanted at implant due to an aortic injury. As reported, bleeding from the upper coronary was observed and the valve had to be removed to repair the root. It is not known how the injury occurred. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.